Manufacturer narrative:
Concomitant product: 5038-58 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and the left ventricular (lv) lead showed a high threshold. The crt-d and lv lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.